Manufacturer narrative:
Combination product: yes, (B)(6) 2024 lead explanted due to lead fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on recordings on home monitoring. Noise could not be reproduced in office and device was functioning normally at follow up. However, shock impedance has slightly increased since generator change and short intervals were being reported on graphs. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.